Event description:
It was reported that undersensing and inappropriate defibrillation therapy was observed on the right ventricular (rv) lead. An x-ray was performed and revealed an rv lead dislodgement. No intervention has been performed at this time to resolve the event. The patient was in stable condition and will continue to be monitored.

Event description:
Additional information received indicated the right ventricular (rv) lead was repositioned to resolve the event. The patient was in stable conition.